Event description:
It was reported that bd alaris pump module infusion set was occluded. The following information was received by the initial reporter with the verbatim: the staff from overnight last night brought to our attention that when they were priming tpn to start on a patient the tpn tubing would not prime past the filter. They tried a second set and the same issue happened. When they looked at the lot number of the tubing it was from the same lot so they removed all those lot numbers from our storage and tried another lot and it primed totally fine.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: (B)(6) 2023, investigation summary: one used sample model 2202-0007 lot 23015346 was returned for investigation. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed with water. The customer complaint that they were unable to prime the set could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2202-0007 lot number 23015346 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set was occluded. The following information was received by the initial reporter with the verbatim: the staff from overnight last night brought to our attention that when they were priming tpn to start on a patient the tpn tubing would not prime past the filter. They tried a second set and the same issue happened. When they looked at the lot number of the tubing it was from the same lot so they removed all those lot numbers from our storage and tried another lot and it primed totally fine.